Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: symptom: l9000 can't boot up. Diagnosis & service performed: need to replace main bd. And power bd. Parts used: p14032 main board. P20366 power bd. Probable root cause: light cable. Optics. Leds. Main board. Jaw assembly. Bent esst contact. Inconsistent esst contact. Cable pull out. Camera head. Firewire cable. Software. Front board. Power supply. Thermal switch. Ac inlet board. Ac inlet filter. Touch screen. Workmanship. Inadequate air flow . Inadequate calibration. Excessive lint buildup inside the unit. Use errors. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was loss of light (image).

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light (image).